Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used to treat a duodenal occlusion. According to the complainant, the deployed stent became stuck to the proximal radiopaque marker-band of the deployment catheter. It was not possible to remove the delivery catheter without dislodging the stent. The procedure was completed by cutting the handle of the delivery catheter and removing the endoscope from the patient (leaving the deployment system in the patient). The scope was re-advanced and positioned along side of the stent device. A forceps was inserted through the scope and was used to detach the catheter from the stent. The scope and the delivery catheter were then removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
Difficulty removing deployment catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.